Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date, exact date was not reported. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the device failed and hemostasis was not achieved with use of the device. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician is trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.